Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting an informational power on reset (por) message on the recharger screen since (B)(6) 2020. Patient services reviewed information and assisted the patient with using the patient programmer (pp) to clear the por message. After, the patient was able to charge the ins normally. The issue resolved. No symptoms were reported.